Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that surgery to remove a plate and hardware due to patient infection occured (B)(6) 2013. The infection location at the medial aspect of the tibia was treated. This is report 8 of 10 for complaint (B)(4).